Event description:
Guidewire passage difficult/damaged or out of spec; it was reported that the guidewire frayed. Patient's status is fine.

Manufacturer narrative:
Customer report was confirmed. Presep catheter guidewire. Only the guidewire was returned. The guidewire was found to have a weld break on the j tip end. The outer coil wire has been uncoiled over a 28cm area. There is no missing coil wire.